Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified volume of lactated ringers solution via gravity. On an unspecified date, the tubing set was primed and the option-lok male adapter of the tubing set was connected to the pt¿s IV access site. At an unspecified time, the delivery of solution was started. After an unspecified length of time, the anesthesiologist noted no flow in the drip chamber distal to the soluset of the tubing set. It was reported that the drip chamber of the tubing set was empty and an unspecified volume of air was noted in the tubing set. It was reported the float valve of the soluset was in the closed position; however, an unspecified volume of solution remained in the soluset. It was reported that the drip chamber was squeezed and the float valve opened and solution entered the drip chamber. It was reported that the air was removed from the tubing set and the therapy was resumed. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.